Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Foreign body in throat [foreign body in throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received double salt dental adhesive cream (new poligrip sa2) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa2. On an unknown date, an unknown time after starting new poligrip sa2, the patient experienced foreign body in throat (serious criteria gsk medically significant). On an unknown date, the outcome of the foreign body in throat was unknown. It was unknown if the reporter considered the foreign body in throat to be related to new poligrip sa2. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]. On an unknown date, the adhesive was choked with the throat and almost get stuck in it when the patient used new poligrip sa2 (serious criteria gsk medically significant). She did not sleep while the adhesive remained in the mouth and thought that she removed all adhesive in the mouth. The denture was adjusted in a dental clinic, but it did not work. No further information is expected.